Manufacturer narrative:
(B)(4). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that a 30g bd precisionglide¿ specialty use sterile hypodermic needle broke off of the hub during use, remaining in the tissue of the patient. Consumer was able to retrieve the intact metal portion without difficulty. There was no report of injury or medical intervention.